Manufacturer narrative:
The two locking caps that loosened post operatively were returned for evaluation. Visual observation shows no indentations/deformations indicative of being final tightened. The other eleven locking caps from the construct that did not loosen were also returned. Two of these do not have any indentations/deformations and the two others have extremely faint indentations indicative of being final tightened. Seven caps appear to have been torqued out properly and have the full indentation/deformation along the bottom surface. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision was completed for 2 quartex threaded locking caps that loosened at c2 and c3, 2 months post operatively.